Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was observed; however, the pump restarted the fill tubing process again multiple times before allowing the customer to proceed to fill the cannula and resume insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the possibility of accidentally restarting the fill tubing process or not loading the minimum amount of insulin were discussed. The customer acknowledged but was unable to confirm.